Event description:
The healthcare professional reported that during the preparation for an arteriovenous malformation procedure, there was damage observed on the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000243754). The issue was found prior to its use in the procedure / in the patient. It was replaced with another emboguard balloon guide catheter and the procedure was successfully completed without any negative patient impact. It was reported that the physician suspected that the balloon was ¿originally damaged.¿ preliminary photos of the device were included in the complaint on (B)(6) 2023. The complaint device was returned for evaluation and analysis. The product investigation completed on 24-jan-2024. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available reported. The product analysis team reviewed the photos of the device that were included in the complaint. The review is documented below. [Photo review]: the complaint description indicates that the balloon was observed to be damaged during preparation. No further detail is provided. Review of the provided photographs showed an air bubble in the deflated balloon, and clear solid material residue on the shaft proximal to the balloon bond. No other damage to device shaft, balloon working length, balloon bonds, inflation port. The air bubble may be a residue of the incomplete preparation steps (i.e. Partial deflation) and does not suggest a defect of the device. The clear solid residue could be attributed to either: excess of adhesive used in manufacturing to create the balloon bond. All emboguard devices are visually inspected at final inspection, the presence of excess of adhesive would be identified as gross defect and the unit would be rejected. Solidified/crystallized inflation media (saline solution and contrast media) potentially suggesting a leak from the proximal bond during preparation steps. All emboguard devices are functionally inspected in process for balloon inflation/deflation and leak. Further characterization of the solid residue is not possible. It was not possible from the provide pictures to confirm the event, and the possible root cause could not be determined. A review of the manufacturing documentation associated with this lot (0000243754) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified a minor flattening of the shaft on the balloon area (at the inflation port) of the emboguard device. A tear and lifting of the bond was also seen at the proximal bond of the device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was no restriction in the main lumen of the device and the ball gauge could be advanced fully through without resistance. The complaint report detailed that the ¿damage to the balloon¿ was found prior to patient use. Contrast media in the hub of the device suggest that the device was attempted to be inflated as per device IFU. As damage was not noticed prior to this preparation step it is possible that the flattening seen was caused by device mishandling e.g. Compression applied on the balloon area when picking up the device. Balloon inflation was initially successful although the inflation appeared uneven (eccentric) potentially due to the damage to the shaft. When a subsequent inflation was attempted a leak was seen at the proximal bond. A tear of the proximal bond at this location was noted prior to functional testing. This tear was possibly caused by material stretching when the shaft of the device was flattened. A recreation of the event was not possible due to limited information provided. The complaint event was confirmed and however no root cause was determined due to limited information provided. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.